Event description:
It was reported that the system 9800 failed to operate at high technique at the end of a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a pin had receded inside the lemo connector of the interconnect cable. The cable connector was repaired. The system was tested and found to be working as intended and placed back into service.